Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The 98% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). The lesion was predilated with a 2.0x15mm unspecified balloon, leaving the lesion 70% stenosed. The physician then advanced a 2.50x24mm taxus liberte stent to the lad; however, there was difficulty crossing the lesion and the stent dislodged from the stent delivery system (sds) proximal to the lad due to severe calcification. The physician successfully deployed the stent where it dislodged from the sds. The procedure was then completed with another of the same device with no patient complications reported. The patient's current condition is listed as "stable".